Event description:
The user reported that the device was not holding pressure and the gauge would fluctuate. They continued to use the device and ruptured the balloon during a fistulogram procedure. No harm or injury was reported and the pt was discharged.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The user did not indicate if this was the initial use of the device. The device history record was reviewed and found no related exception documents. The eval is in process. A f/u report will be submitted when the eval has been completed.